Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, the patient experienced an infection under magnet site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.